Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 114 mg/dl. The insulin delivery was suspended due to the difference between the sensor glucose and blood glucose. The suspend on low limit in sensor settings was 70 mg/dl. The customer did not receive calibration not accepted alert. The customer received a sensor updating/sensor glucose value not available alert. The sensor will not be returned for analysis.